Event description:
During a followup on (B)(4) 2013, the battery impedance of this device was 5.84 ko and the estimated time to eri was approximately 9 months. At the patient's next followup on (B)(6) 2013 the device was at eol with a battery impedance of 23.17ko. Our representative stated that he does not believe any parameters were reprogrammed during the (B)(6) 2013 appointment. The device was replaced on (B)(6) 2013.

Event description:
During a followup on (B)(6) 2013, the battery impedance of this device was 5.84 ko and the estimated time to eri was approximately 9 months. At the patient's next followup on (B)(6) 2013, the device was at eol with a battery impedance of 23.17ko. Our representative stated that he does not believe any parameters were reprogrammed during the (B)(6) 2013 appointment. The device was replaced on (B)(6) 2013.

Manufacturer narrative:
(B)(4) 2013: the analysis from the manufacturer is pending (B)(4) 2013: due to the explantation of this device, the following corrections were made to this document. (B)(4).

Manufacturer narrative:
(B)(4) 2013 the analysis from the manufacturer is pending. (B)(4).

Event description:
During a followup on (B)(6) 2013, the battery impedance of this device was 5.84k and the estimated time to eri was approximately 9 months. At the patient's next followup on (B)(6) 2013 the device was at eol with a battery impedance of 23.17k. Our representative stated that he does not believe any parameters were reprogrammed during the (B)(6) 2013 appointment. The device was replaced on (B)(6) 2013.

Manufacturer narrative:
(B)(4) 2013-the analysis from the manufacturer is pending.